Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with ceftazidime (dose, route, frequency and duration not reported) and cefazolin (dose, route, frequency and duration not reported). The cause of the peritonitis was a breach in aseptic technique further described as touch contamination. It was reported the patient was not hospitalized for the event. At the time of this report, the patient was recovered from this peritonitis event. On an unreported date, the patient was retrained on aseptic technique. Dianeal therapies were ongoing. No additional information is available.